Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on their first day with the ilet experienced a low blood glucose event, with a nadir of 58 mg/dl, received an ilet low alert, and corrected the low with oral carbohydrates (cereal); blood glucose began to rise by the end of the call, and the user later clarified that a same-day doctor visit was for pump training and not for treatment of the low. Symptoms included fatigue. Outcomes included resolution of the hypoglycemia without outside medical treatment. Investigation included review of device alerts and user coaching on system behavior during the initial learning period and hypoglycemia management. Investigation of this case revealed that the device withheld insulin appropriately during the low, the low was manageable with oral glucose, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.